Event description:
It was reported that the pump touch screen was unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to insulin pens for insulin therapy.